Event description:
Hill-rom received a medwatch indicating in 2008, a patient was found unresponsive, no hr or respirations. Had been revisualized by nurse 5 min prior, was sitting up in bed talking, pleasantly confused per pt's norm. Nurse re-entered room to find patient with head stuck between bars on top bedrail, compressing neck/carotid area. Code blue called and nsg staff freed pt's head from bed rail and initiated acls protocol. Patient resuscitated quickly. The patient's c-spine films indicated a c5 neck fracture. The patient's family declined neurosurgery consult and the patient expired in 2008.

Manufacturer narrative:
This report is in response to the letter dated 2009. Please evaluate this reported adverse event and determine if any remedial action is needed. If no remedial action is indicated, state your basis for this determination. The hill-rom technician inspected the bed which has been quarantined since the event and found the side rail was intact and functional. The facilities director indicated that the patient entrapment occurred within the center portion of the side rail, (zone 1 per FDA guidelines). The technician stated that the side rails are not equipped with hbsw kits. This bed was manufactured in 1984. The guidance was issued in 2006. In it is stated: the FDA recognized that legacy beds have the potential for dimensional change over time through wear and tear or substitution of new mattresses and other components not contemplated in the original bed system. Because of these factors, FDA does not intend to take enforcement actions for failure to submit reports of corrections and removals for actions taken in response to this guidance that correct or improve hospital beds currently in use or held as inventory. We do not intend to take remedial action to a 2006 guidance, for a bed manufactured in 1984. However, to the best of our knowledge, hill-rom is the only manufacturer to offer upgrade kits to bring older beds into compliance with the 2006 guidance.